Event description:
Horizons clinical study. It was reported that following a coronary artery drug eluting stenting treatment procedure, a stent fracture occurred. The 70% stenosed target lesion was located in the mid right coronary artery (rca). It was reported that the proximal rca was totally occluded. A 2.5x15mm maverick balloon was advanced to the lesion for predilatation and inflated to 4 atm for 9 seconds. A 3.0x24mm taxus express2 stent was advanced and deployed at 16 atm for 21 seconds. A 3.0x32mm taxus express2 was advanced to a long tubular stenosis just beyond the placed stent. It was deployed at 16 atm for 14 seconds. The stents were post dilated 5 times with a 3.25x15mm non-bsc balloon at 18 atm for 20 seconds. Intravascular ultrasound (ivus) was performed and the procedure was closed. The pt was reported to be in stable condition. At 393 days post index procedure, the pt underwent a routine study follow up angiography and ivus. The previously placed stents in the rca are widely patent with less than 30% renarrowing. Analysis of ivus images at a later date identified a complete stent fracture in the mid right coronary artery and 28.7% stenosis. It is not known which stent is fractured. No action was taken to treat this event.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).